Manufacturer narrative:
Continuation of d10: product ID 3487a-56, lot# j0206643v, implanted: (B)(6) 2002, product type lead product ID 3487a-56 ,lot# j0225362v, implanted: (B)(6) 2002, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(6), ubd: 04-feb-2006, UDI#: (B)(4) ; product ID: 3487a-56, serial/lot #: (B)(6), ubd: 20-aug-2006, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep called regarding the patient's system, stating that two contacts of their lead "fell off". Rep stated the patient had cervical placement of their system, and one contact is in a location that is dangerous to remove. The physician wants to remove the system and put in a different system. Rep is unsure when this began for the patient. On 2024-oct-01 the rep reported there were no know contributing factors and the cause was not determined. It is unknown currently what actions are being taken to resolve the issue, and it is unknown if the issue is resolved.